Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. See MDR 1118880-2017-00060 for the second device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there were two sheaths that had the tips sheared off. No known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Device, method and conclusions codes is unable to be selected at this time. Esubmitter support has been notified. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on august 16, 2017. There was no patient injury or medical intervention. The patient's condition was not affected by the product. The procedure outcome was successful. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information received, the device was initially reported as available, however, the sample is not available.